Manufacturer narrative:
Hardware low level failures confirmed in the pump history and during self test due to broken trace.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and the test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.